Event description:
It was reported that during a follow-up visit it was noted that there were marginal, erratic thresholds at times, resulting in the output being increased. Longevity was estimated at 1.5-3.5 years. About nine months later at the next follow-up visit, there was no capture and no pacing output. The device was explanted and replaced and the lead was capped and replaced. During the replacement, visual inspection of the lead found no lead trauma or kinking. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: preliminary analysis revealed a no output and a no telemetry condition. Upon further analysis, anomalous negative power supplies and high current drain were noted. In the process of capacitor isolation testing, several incidences of solder smearing occurred, causing undesired shorting between adjacent nodes. The solder smearing was unable to be corrected due to the porous nature of the ceramic hybrid. No further analysis was attempted as the ceramic hybrid had been irreversibly damaged with solder smearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.